Event description:
Medtronic received information that while removing this cannula from the patient after a successful coronary artery bypass grafting procedure, a small (~1mm) pie-shaped wedge from the distal tip of the cannula was missing. Due to the missing portion, the physician opened the aorta; however, the piece was not found. The operating room staff looked in the sponge bucket, but could not locate the missing portion of the tip. It was noted an aortic punch was used several times in a triangular fashion around the cannula during the procedure. There was speculation that the tip of the cannula may have been damaged by the aortic punch, and the missing fragment was contained within the punch. The punch was discarded in the sharps container and was unable to be retrieved for inspection. Because of hospital policy, the cannula was retained and was not returned for analysis; however, it was inspected and photographed by a medtronic sales representative. The photos were forwarded to medtronics quality engineers for evaluation. No adverse patient effects were reported and the patient fully recovered from the procedure.

Manufacturer narrative:
Analysis: the product was not returned for analysis; however, visual inspection of the photos taken at the facility revealed a small (approximately 1mm) rounded piece missing from the tip of the cannula. Further inspection noted the edges of the hole were cut such that the cannula material appeared to be removed from the outside by an external source. The configuration of the missing piece is consistent with the shape made when material is removed by an aortic punch. A review of manufacturing records did not reveal any anomalies or non-conformances with this product prior to being released for distribution. Without return of the product and the missing piece, conclusive analysis could not be completed. Conclusion; operational context during use of this device contributed to the event. Despite the additional surgical intervention in an attempt to locate the fragment, no adverse patient effects were reported that the patient fully recovered from the procedure. It should be noted that the missing piece of the cannula is most likely lodged in the aortic punch; however, the punch was discarded in the sharps container and unable to be retrieved for inspection. There are no trends associated with this issue. Medtronic will continue to monitor the field performance to detect similar events, should they occur.